Manufacturer narrative:
(B)(4). A review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications. A review of historical complaint data displayed no increase in trends.

Event description:
According to the reporter, the patient underwent surgery on (B)(6) 2003 to repair the pelvic floor. The patient has experienced vaginal bleeding and discharge. On (B)(6) 2010, the patient had the exposed mesh excised. No further information has been made available upon request.